Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse spoke to the site's robotics coordinator and confirmed system functions that was explained earlier by the isi technical support engineer. The customer stated the case was performed non-robotically. Fse was unable to reproduce the reported complaint. System was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the system switched to generator power with loss of main power to the operating room (or). The site stated that arms 1, 2, and 4 moved (wiggle test) after they cleared the fault. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised site that should not happen. After further discussion, tse found out this is normal behavior and only when the arm is dock will it not move. The site stated they may abort the procedure to a traditional laparoscopic surgery. There was no reported injury to the patient.

Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and phone support details. The reported event was considered to be normal system behavior. The phone support details did not reveal any issues related to the customer reported event.